Manufacturer narrative:
Cerner was notified of the issue by the customer on february 18, 2025 and began an investigation. The issue was resolved for the customer within two hours on february 18, 2025. The issue was resolved by updating the correct files needed to generate user notifications to the appnodes. Cerner confirmed and validated that the users are receiving sepsis notifications and system is functioning as expected. Cerner corporation considers this issue to be resolved and no further action is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report to voluntarily notify the FDA of the resolution of a malfunction associated with this software product. This issue involved cerner millennium sepsis and impacted the cloud-based product. The issue impacted one customer and has been resolved. New application nodes (appnodes) added for the customer were not implemented correctly, resulting in missing program files on the back end. Appnodes must contain the necessary files and configurations for generating sepsis notifications. The sepsis alerts were generated appropriately but may not have been received by clinical providers. There is no fixed set of users assigned to specific appnodes; instead, user mapping occurs at runtime based on load balancing. Users who were mapped to these appnodes may not have received sepsis alert notifications due to the missing sepsis files.